Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive failed battery test alarms. Customer changed batteries six times and issue continued. Troubleshooting could not be performed as call was lost. Customer's blood glucose was unknown.